Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited unsatisfactory parameters. The lv lead was not used and replaced during the procedure. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.